Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the downloaded device logs and determined that a device error code was logged in the device¿s memory, which is the cause of the device going to a 'note ready-state' and not powering on. The device has been archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.